Event description:
It was reported that this right ventricular (rv) lead as explanted due to infection. No additional adverse patient effects were reported. This report reflects info received by the FDA in the form of a notification per 803.22 (b)(2).